Event description:
The patient has 2 scs systems. The scs ipg (occipital-off-label) related to this issue is being reported. It was reported one of the patient's scs ipgs was explanted/replaced and the pocket site was made more shallow due to pain at the scs ipg pocket site.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.